Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
The event involved the following medical device: 102" (259 cm) appx 8.3 ml ext set bifuse pur standardbore/smallbore w/clave¿ clear, spiros¿ w/red cap, dual check valve, 1.2 micron filter, luer lock. The 1.2 micron filter in the IV set was leaking despite a new lot #. Leakage occurred at various hang times during patient use. All solutions running were parenteral nutrition. The sets failed multiple times. There was no harm to the involved patient.

Manufacturer narrative:
Complaint of leaks on item number mc330716 cannot be confirmed. Since no product samples, pictures, or videos were received for investigation. Without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history record was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint.